Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: a visual and microscopic analysis was performed which identified wear abrasion, non-penetrating nicks and opening striated on posterior. Base on the device analysis the final assessment is a striated opening on the posterior due to surgical damage consistent in the use of some surgical tool. Reason for reoperation due to capsular contracture baker grade ii and rupture. This is a known potential adverse event addressed in the product labeling. This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period.

Event description:
Healthcare professional reported a right side capsular contracture baker grade ii and rupture. The device has been explanted.